Manufacturer narrative:
Height adjustment rack; restraint strap.

Event description:
It was reported by service report that the cot will not move up or down because of bent height adjustment racks. It was found the lap belt was caught in the height adjustment racks. It is unk if there was pt involvement or adverse consequences.